Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro cautery was burning without activating the toggle switch and the device would not shut off. This occurred while attempting to harvest the leg vein. The device was removed from the field. The procedure was converted and the leg was opened for the harvest. The hospital did not report any additional pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it remained activated. The device handle was opened to verify connections; under magnification, contamination that is consistent with soldering flux was observed on the switch body, the lever, and the actuator of the micro switch. The contamination caused the micro switch to remain in the "on" position. No nonconformities were observed with the solder joints. Cycle life testing was performed on the device; the device did not pass the cycle life testing as it self-activated prior to the first cycle of the test. Based upon the evaluation results, the complaint was confirmed. This failure mode remains under investigation. The following two immediate remedial actions were taken as an interim step, while the root cause of the issue is being investigated. The work instructions associated with the soldering and handle assembly processes were updated to add enhanced visual inspection. Additionally, all hemopro devices which were in process were inspected per the enhanced visual inspection. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).